Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient experienced cardiac tamponade,chest pain and dyspnea. Patient was admitted to hospital and blood was drained off of the patients heart. The lead right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.